Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported events were inferred to have occurred through the following mechanism. 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip's tissue pad detached. There was no falling off inside the body. The issue occurred during a therapeutic laparoscopic hernia surgery, which was completed with an olympus back-up device. There were no reports of patient harm.